Event description:
A lifesite pt was explanted due to infection concerns. The pt developed a fever and was diagnosed with septicemia. The pt tested positive for gram cocci. The pt had numerous infections with the lifesite and was on antibiotics to treat through. After additional blood cultures came back positive, it was decided to remove the lifesite catheters.